Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm edwards surgical aortic valve of unknown model underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to valve degeneration leading to severe aortic stenosis and regurgitation. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. The procedure was performed emergently due to the patient's decompensated heart failure with respiratory decompensation and deteriorating renal function. The valve was deployed and aortography showed no perivalvular regurgitation. Transthoracic echo confirmed excellent placement with no valvular or perivalvular aortic regurgitation. The gradient was roughly at 20mmhg at the time the surgery ended. The tavr procedure was successful. The patient was transferred to the cpu. The patient was discharged home on pod #4 in stable condition.